Event description:
Bard-davol x-stream laparoscopic irrigation tubing set with nezhat-dorsey trumpet valve would not function. The power light was on, but the high/low light was not. Another base unit was tried with the same result. A "like" device was subsequently opened and worked without issue in the initial base unit. Diagnosis or reason for use: laparoscopic cholecystectomy.